Event description:
It was reported that the customer had a no delivery alarm while doing bolus on the insulin pump. The customer's blood glucose level was 139 mg/dl. The customer reports the alarm was resolved by a complete set change. The customer is unable to troubleshoot because is already resolved. The customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.